Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Following a low impedance alert, fluoroscopy displayed an externalized conductor. No other electrical problems were noted at that time. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in 8 pieces. Analysis found external abrasion consistent with friction against another implanted device or feature of the heart at 6.5-9.0cm from the distal tip. Internal abrasion was noted between 13.5 and 17.5cm from the distal tip. The ptfe coating was damaged and the inner coil was visible. Internal abrasion was also noted from 26.7 to 28.7cm from the distal tip. The re cables were visible but the etfe coating was not abbraded. Additional insulation damage was noted at 29.0cm from the tip electrode consistent with clavicular crush. No electrical shorts were noted between the coils/cables. Further electrical testing could not be performed due to the condition of the lead.